Event description:
The events concenring the other nine (9) patients are documented in the below listed mdrs: 2122870-2012-02013,2122870-2012-02014,2122870-2012-02023,2122870-2012-02016,2122870-2012-02017,2122870-2012-02019,2122870-2012-02020,2122870-2012-02021,2122870-2012-02022.

Event description:
A customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay analyzer generated erroneously elevated troponin (accutni) results within the risk stratification range for ten (10) patients. The customer stated that the patients were admitted to hospital due to the elevated accutni results. Upon repeat analysis, accutni results within the normal reference range were obtained. There was no report of death or injury associated with this event. The customer indicated that there was an instrument error, and service was dispatched. The fse found that the customer had improperly routed the drain tubing for aspirate probe #1 over the pipettor motor which was kinking the tubing and causing the aspirate probe to not reach the bottom of the reaction vessels (rv). As the aspirate probe was unable to reach the bottom of the rvs, this lead to incomplete aspiration of the unbound analyte and dose over-recovery of the accutni assay. The fse replaced the drain tubing and routed it away from the pipettor motor and performed a routine system check and all levels of qc; all results were within the specifications following correct routing of the drain tubing. Use error is the cause of this event as the customer had improperly routed the drain tubing this report documents the event concerning one of the ten (10) patients, patient #8. The events concerning the other nine (9) patients are documented in the below listed mdrs: 2122870-2012-02013, 2122870-2012-02014, 2122870-2012-02015, 2122870-2012-02016, 2122870-2012-02017, 2122870-2012-02019, 2122870-2012-02020, 2122870-2012-02021, 2122870-2012-02022.

Manufacturer narrative:
The initial report had an incorrect report number, 2122870-2012-02015, for one of the other nine (9) patients. The correct number, 2122870-2012-02023.